Event description:
It was reported that two months prior, the patient fell because she was feeling weak due to osteoporosis. A right ventricular (rv) impedance high out of range measurement measuring at greater than 3000 ohms was noted which led the device to perform a polarity switch to unipolar. At that time, the clinic received an alert from the patients home monitoring system. The patient did not come for a device check until yesterday. The patient had not been feeling well since the incident that occurred two months ago and had indicated that she had been feeling stimulations. The device was pacing less than one percent in the rv. Additionally, noise was recorded. Device check was performed and additional testing was completed. All measurements were within normal range. An x-ray was performed and no anomaly was noted. The rv lead was reprogrammed to bipolar. It was suspected that the patients anxiety was caused by the feeling of the unipolar stimulation. No medication was provided to the patient. The patient will continue being monitored via latitude, their home monitoring system. No adverse patient effects were reported. This product remains in-service. The right atrial lead and right ventricular lead are competitors leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).